Event description:
It was reported that this patient exhibited twiddler's syndrome and weight loss which resulted in device migration and tangled leads. Additionally, lowered, but still in-range shock impedance measurements and decreased amplitude measurements were noted. The patient reported pain at the device site. It was stated that the physician was planning a surgical revision procedure to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) device. During the procedure, the right ventricular (rv) lead was repositioned and the shock impedance measurement normalized. It is unknown if this device was surgically repositioned or explanted to resolve the event. At this time, the rv lead remains implanted and no additional adverse patient effects were reported.